Manufacturer narrative:
This is default text configured for block h10

Event description:
Medication is not coming out from the device [product delivery mechanism issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-may-2026, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date patient started taking albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication via oral route. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 microgram,02 pumps per day (ndc:69238-1291-1, batch no: ai25016, exp date: 31-oct-2027 and serial number: (B)(6)) for an unknown indication via oral route. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026 sealed medication was dispensed to the patient, and from the same day the patient started taking the medication (as 02 pumps per day), and on (B)(6) 2026 the patient returned to the pharmacy and reported that the medication was not coming out from the device while the dose counter window was showing 51 as a reading. It was reported that the patient followed all the priming instructions as per the package insert. Additional information was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. This case is considered as serious. The reportability of this case was expedited (malfunction report).